Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, cause is traced to component failure expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited dirty lenses (objective lens and light-guide lens). There was no patient involvement.